Event description:
It was reported that the t wave oversensing amplitude was large and was related to noise. Programming to decoupling the sensitivity were made to change the rv pacemaker sensitivity. Device remains implanted. The patient was stable.